Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was reported to be due to poor environment or source of water. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. Twenty- seven days after the onset, antibiotic treatment was stopped. At the time of this report, the patient has recovered from the peritonitis event. Pd therapies were ongoing. No additional information is available.